Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. It is unclear on the follow-up images whether the screw is backed out and whether it was a damaged slider or if the screw was not fully seated in the plate. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a screw is backing out of the resonate plate post-operatively.